Event description:
Account indicated they obtained multiple erroneous results for a single patient sample that were acceptable when repeated. Results were as follows (initial/repeat): glucose 148/84 mg/dl, sodium 144/133 meq/l, potassium 5.21/4.94 meq/l, bicarbonate 30.9/22.1 mmol/l, calcium 14.7/9.2/9.0 mg/dl, total protein 11.09/7.60/7.6 g/dl, alp 129.0/77.9 u/l. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepant results.